Event description:
Customer informed our service department on january 1, that one of our products was involved in a case in which the patient sustained a laceration.

Manufacturer narrative:
As no deviations were found and the product sent in complies with the specification, no causal link can be established between the product in question and the incident described. Our experience is, that pinning technique can contribute to a loss of pressure and/or slippages. In this context, we refer the user to our corresponding recommendations in the instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."